Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. No further information has been received.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.